Event description:
A surgeon reported through the competent authorities that the microscope´s screen and light turned off during a cataract iol implant surgery. The surgeon changed the microscope to complete the surgery. As result of the event the patient experienced posterior capsule tear. The surgeon closed the patient´s eye without iol implant and the patient was transferred to another hospital for an emergency vitrectomy. Additional information has been requested but not received to date.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the hospital pharmacist. The patient was hospitalized as result of the event. The vitrectomy was performed the next thursday after the event.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the surgeon. In surgeon's opinion the microscope contributed to the event. Because of microscope shut down he had to switch to another microscope and due to the microscope change and use of an inappropriate microscope, the surgeon performed capsular tear with the second microscope.

Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Manufacturer narrative:
Evaluation summary. The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. The company representative performed a retrofit, installing the cable harness and replacing the libero cable. The system was tested and found to meet product specifications. The product met specifications at the time of release. The root cause of the reported event can be attributed cable strain in the libero. An internal investigation has been opened to address the issue. (B)(4).